Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient used to fully charge the ins once a week and starting the month prior to the report the patient "hasn't been able to get the little flower that shows it is totally charged." The patient clarified that they were referring to the charge complete screen. The patient said it used to take her 1.5-2 hours to charge to 100%. On the sunday prior to the report, the patient charged for 3 hours and the ins was still not at 100% so she quit charging. The patient confirmed she hasn't changed her settings. The patient started a charge session on the call and stated that no coupling boxes were filled in but only because she was not using an adhesive disc which she usually does. The patient said she always gets good charge efficiency and the sunday prior had all 8 boxes. The patient said she fell a couple of times 6 months prior to the report. The patient said the ins still felt flat on her skin and didn't appear to have moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The circumstances that led to the battery taking longer to charge and not charging to 100% was that the patient didn¿t realize they had to charge the charger. They re-read the instructions book. Now they charge the charger 1 hour before they charge the battery and it works fine. No further complications were reported/are anticipated.